Event description:
Elevated blood glucose levels[blood glucose increased]. Case description: a patient reported that they experienced elevated blood glucose levels during use with a novopen 3 due to diabetes. The patient received treatment in a local hospital emergency room. At the time of the event the patient consulted the local hospital emergency room staff to see if they could administer additional insulin after their blood glucose reading registered 511 mg/dl on their meter. The patient then drove by themselves to the emergency room which is 40 minutes away. Upon arrival to the emergency room, the staff measured the patient's blood glucose level with a blood glucose meter and the result was 463 mg/dl. The staff administered 40 units of insulin (type and brand unspecified) to the pt and observed pt for six hours. The patient's blood glucose level decreased to 361 mg/dl where after pt was sent home. The outcome of the event is unknown. Comment: additional information regarding the event, medical history and health status has not been provided yet, however, further information has been requested.